Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported normal motor noise was heard upon battery insertion and screen remained blank. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4)-product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed during investigation. A review of the pump¿s black box revealed no related issues. The pump powered on with a clear and legible display screen functioning per specification.